Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the pump¿s black box showed cs 064 (motor error) call service alarms. During investigation, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of the cs 064 call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.